Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests. The device was received with normal operating currents and it passed the self test and unexpected restart error test. The device also passed the off no power test. No unexpected alarms or suspend anomalies were noted, and there was no damage on the lcd isolation tape. The following physical damage was noted: minor scratches on the lcd window, cracked belt clip slot, cracked reservoir tube lip, and cracked battery tube threads. The unit came without the battery cap set; however, the test battery cap set and the battery tube does not lock into place due to battery tube thread damage.

Event description:
The customer reported via phone call that her insulin pump alarmed with no delivery. Her blood glucose at the time of incident was 416 mg/dl, which she treated with an 8-unit manual injection. She also mentioned that she had a site issue; the site on her leg looks infected. The customer mentioned that her site had swelling, redness, and when she squeezes it pus comes out. She already cleaned the site and changed her set. Additionally, the customer mentioned that the insulin pump had a blank display. The customer stated that the battery cap either falls off or is overtightened; the customer has to play with the battery cap in order to turn the insulin pump on. The insulin pump was returned for analysis and a replacement device was shipped to the customer.